Event description:
Customer complaint - limited data available. They were just finishing up a box of 100. It seems like every other needle has a drop of liquid inside the needle cover. In addition some of the needles were not very sharp. They are difficult to install and remove after use. Also, the back cover was loose on many and not sealed well. They threw away about 25. These are very cheap, not well made and would not recommend buying them.

Event description:
Customer complaint - limited data available I am just finishing up a box of 100. It seems like every other needle has a drop of liquid inside the needle cover. In addition some of the needles were not very sharp. They are difficult to install and remove after use. Also, the back cover was loose on many and not sealed well. I threw away about 25. These are very cheap, not well made and I would not recommend buying them.